Event description:
It was reported that the pump battery was depleting quickly resulting in the pump shutting off. The customer¿s blood glucose (bg) was 516 mg/dl. Bg level was corrected with a manual injection. The customer continued to use the pump for insulin therapy.